Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant medical products: carto 3 system (model# m-4800-01 serial# (B)(4)), stockert 70 system (model# m-5463-01 serial# (B)(4)), cool flow pump (model# m-5491-02 serial# (B)(4)), cs catheter (model# unknown lot# unknown), cs bidirectional webster catheter (model# unknown lot# unknown). (B)(4).

Event description:
It was reported that a patient, (B)(6), female, underwent an atrial fibrillation procedure with an ez steer thermocool sf nav catheter and suffered a cardiac tamponade, which required pericardiocentesis. During the procedure, the patient's blood pressure dropped and the tamponade was confirmed by echocardiogram. A pericardiocentesis was performed and 600cc of fluid was removed. The patient was reported to be in stable condition at the time this complaint was reported. Additional information was received on the event. A transseptal puncture was done using a st. Jude sl1 brk needle. The perforation was noticed during fast anatomical mapping of the left atrium. After pericardiocentesis, a drain was placed and left in overnight. The patient required an extended stay in hospital with an overnight stay in the intensive care unit. The patient has since fully recovered. No error messages were observed on biosense webster equipment during the procedure. The stockert was off during the event as an achieve balloon was in the left inferior vein. Both units are not used at the same time due to frequency errors. Settings during the event include: irrigation of 2cc / st. Jude sl1 8.5 f sheath was used. The physician felt this event occurred due to patient anatomy of thin left atrium walls and slightly different angles of right vein take off. He does not believe it was product malfunction or patient condition.

Manufacturer narrative:
(B)(4) previously another device evaluation supplemental was submitted, however it was later discovered that the device evaluated was not the correct device for this complaint. (B)(4) it was reported that a patient, (B)(6), female, underwent an atrial fibrillation procedure with an ez steer thermocool sf nav catheter and suffered a cardiac tamponade, which required pericardiocentesis. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
(B)(4) it was reported that a patient, (B)(6), female, underwent an atrial fibrillation procedure with an ez steer thermocool sf nav catheter and suffered a cardiac tamponade, which required pericardiocentesis. The returned device was visually inspected upon receipt and it was found in normal conditions. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force features was evaluated and passed. The catheter was tested for electrical performance and current leakage was observed on electrodes #2, #3 and #4. Further inspection revealed that catheter connector had green and white material causing the current leakage failure. A scanning electron microscope (sem) test was performed in order to identify the type of foreign material; the results demonstrated that the material presented evidence of chlorine and sodium, typical elements of saline solutions. Per this finding and event reported, an irrigation test was performed and the catheter passed, no occlusion or leakage was observed in the device. The origin of the material remains unknown. Temperature response and stockert compatibility tests were performed and catheter was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter shows a current leakage failure. However the root cause of the tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.